Event description:
Incident as reported: "now we are investigating how it occurred. This is the complaint from the market (our staff from sales and marketing dept): the septum was broken. Now we are investigating how it occurred. It we get more detail, we will provide you further info later." Pt status: we have not received any info concerning the pt injured.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.